Event description:
It was reported that the patient with this tachy device showed some premature ventricular contractions that were falling into blanking and pacing into it. Technical services asked the field representative for patient's name and other product experience information, but he had none. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.